Event description:
It was reported that during the implant procedure, there was high thresholds on the right ventricular (rv) lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the insulation breach would cause rising thresholds. If information is provided in the future, a supplemental report will be issued.